Event description:
The tab that is part of the locking mechanism on the lateral a poly insert was damaged during surgery. The lateral b poly insert was implanted. The lateral b insert is 1 mm thicker than the lateral a insert.

Manufacturer narrative:
The tab that is part of the locking mechanism on the lateral a poly insert was damaged during surgery. The lateral b poly insert was implanted. The lateral b insert is 1 mm thicker than the lateral a insert. Review of the device history record indicates that the device was manufactured to specification. Device eval: the a lateral insert was returned for eval. Examination of the returned a lateral insert confirms damage to the snap feature of the locking mechanism. Examination indicates that the poly insert may not have been aligned properly at the time of impaction.